Event description:
A malfunction alarm identified as malf 16 was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support informed the customer that the pump needed to be replaced, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was advised to allow the pump battery to deplete before returning it with the pre-paid label and box provided.